Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010; 694965 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that an alert was triggered due to the right ventricular (rv) lead exhibiting high rv coil and svc coil impedance values. The patient underwent a ventricular fibrillation (vf) induction in order to test shock impedance. The implantable cardioverter defibrillator (ICD) was programmed off. The ICD was reprogrammed and the induction test was performed. The shock impedance at 20j was normal and sinus rhythm was restored. The ICD remained reprogrammed. No patient complications have been reported as a result of this event.